Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the lcsc5 blades emitted a steady tone when activated. Another device was used to complete the case. There was no consequence to the pt.